Event description:
It was reported that the patient experienced infusion set failure causing high blood glucose and it was corrected by corrective bolus via insulin pump event on (B)(6) 2026.

Manufacturer narrative:
E1: name: medtronic minimed street: 18000 devonshire street city: northridge state: ca zip code:91325 country: USA based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545 manufacturing site: 8021545